Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(4) 2013 a (B)(4) female patient contacted zoll customer support to report that the patient is seven months pregnant, and her belly has gotten bigger to the point that the electrodes are digging into her skin, causing bleeding from a few places. There was no follow-up information on the condition of the irritated area.